Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No trouble could be found during testing. The system was functioning normally. The imaging system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was stuck in standalone mode. There was no patient present when this issue was observed.